Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient replaced their system controller at home due to a left ventricular assist device (lvad) fault. Log files were submitted for review and captured an ongoing (f64) lvad_live_info event on both the old primary controller and the current controller. A system controller and modular cable exchange were recommended. Two system controllers (B)(6) and a modular cable were received for evaluation.

Manufacturer narrative:
D4: UDI and lot number corrected. D4: expiration date updated. H4: device manufacture date updated. Manufacturer's investigation conclusion: the heartmate 3 modular cable was returned for evaluation following the reported event of left ventricular assist device faults; however, it was determined that the returned modular cable was unrelated to the cause of the reported event. The returned modular cable (lot number: 166273) functioned as intended during analysis. The modular cable was connected to the returned system controllers and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. System controller event log files were submitted and downloaded for review and data from the reported event dates of 21jun2025 and 23jun2025 were reviewed. The data in the log file did not indicate any issues with the modular cable. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue throughout the timespan. The reported event could not be correlated to an issue with the returned modular cable. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 166273, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc #arten600200958, rev. A) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.